Event description:
It was reported that the system would intermittently not fluoro. This could cause the system to become unusable due to the inability to produce a live fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.